Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21665. It was reported, the patient experienced unintended stimulation in the inside of the legs. Additionally, the sjm representative has to increase stimulation amplitude in order for the patient to feel stimulation, however, this in-turn causes a burning sensation at the ipg site. Diagnostics indicated multiple low impedance values. Reprogramming was unsuccessful in restoring stimulation. The physician will wait for a few weeks prior to re-attempting programming as an option.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.